Manufacturer narrative:
Qc is within specification with respect to controls (accuracy) and reproducibility (precision). A bci field service engineer (fse) reimaged the work station using saved settings, the unit was not flagging. The fse discovered that the h&h issues were caused by low trending rbc's and high trending hgb's results on controls. The fse verified that the h&h flag setting is correct. He re-imaged the workstation without using backup floppies and the unit was flagging the h&h check failures. Fse manually loaded setup data and verified the instruments operation. Fse completed mode to mode calibration and adjusted the rbc and hgb. The root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) to report coulter lh 500 failed to flag specimens for h&h check failures on specimen with erroneous h&h ratios. The erroneous results were not reported out of the laboratory. Patient results are not available. No death or serious injury is associated with this event.